Event description:
High ventricular impedance/resistance

Manufacturer narrative:
Phone follow-up done for codes on pg 2 of medwatch form (7-22-97) received voluntary 3500 medwatch form (8-4-97). No more follow-up will be done.